Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. Upon visual inspection, a circumferential break was noted at the glue joint and no other anomalies were noted to the device. No other functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported break issue, as circumferential break was noted at the glue joint. Two electronic photos were provided and reviewed. First photo shows the label of the product. Second photo shows the circumferential break at the glue joint. Therefore, based on the photo review, the reported break issue can be confirmed. A definitive root cause for the alleged break issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a procedure, the catheter of the device has allegedly broke. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2023).

Event description:
It was reported that prior to a procedure, the catheter of the device was allegedly found to be loose. There was no patient contact.